Event description:
Caller reported that two false positive troponin I (tni) results.

Manufacturer narrative:
This event is reportable because a recurrence may cause or contribute to a death or serious injury. Investigation is pending.